Event description:
The patient was revised because of infection.

Manufacturer narrative:
No product was returned. Review of the sterilization certifications did not find any deviations or anomalies and all product was certified sterile upon release to distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications. Based on the investigation. The need for corrective action is not indicated.